Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal lioresal 2000 mcg/ml at 100 mcg/day via an implanted pump for an unknown indication. The patient¿s medical history included severe multiple sclerosis (ms), a gastrostomy tube (g tube), non-communicative, and decubitus ulcers. The event/difficulty occurred (B)(6) 2018 during normal use. Pump erosion occurred, and it was noted the reporter did not know details of wheelchair seating or equipment affecting the skin. There was no diagnostics/troubleshooting performed and the pump and catheter were removed. The patient presented with an open area at inferior of pump pocket and visible hardware exposure. The issue was resolved at the time of this report and the patient¿s status was ¿alive-no injury.¿ other medications the patient was taking at the time of the event were ¿unable to obtain, not available.¿ the patient¿s weight was 56 kilograms. No further complications were reported/anticipated or expected.